Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4) no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that after the device and lead were placed and the pocket sewn up, the lead dislodged, and the patient had to be reopened. The lead was stuck in the header, and the doctor could not unscrew the device from the lead. Two screwdrivers broke while attempting to unscrew the lead. The system was abandoned and a new device and lead were implanted. No patient complications were reported as a result of this event.